Manufacturer narrative:
Other text: additional information is provided in g.1., h.2, h.3. And h.6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that the water tank cover was cracked on the top left corner, the enclosure was cracked around the quick connector, the quick connector was corroded, the reservoir gasket was worn out and the line cord was faded. During the functional testing, it was found that the reservoir was leaking from the bottom of the water tank cover. The cause of the issue was found to be a worn gasket. The reservoir gasket was replaced along with the water tank cover, enclosure, quick connector, line cord and o-rings. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was sent to the biomed department in october, 2023. The device was leaking. No patient involvement and no injury reported.